Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module. The patient's initial hcgb result from a daughter tube was 235.8 miu/ml and it was reported outside the laboratory. On (B)(6) 2012, the patient had another sample drawn and the result was negative. On (B)(6) 2012, the account called the customer and asked that the initial sample be retested. The first parent tube was repeated on the original analyzer and the result was 0.100 miu/ml accompanied by a data flag. A second parent tube drawn on (B)(6) 2012 was tested on the original analyzer and the result was 0.100 miu/ml accompanied by a data flag. The daughter tube was repeated on another e-module, serial number (B)(4), and the result was 3.29 miu/ml. The repeat results were considered correct. There were no adverse events. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. There was no analyzer cause found by the field service representative. Performance testing was done with results within specification. All system checks were successful. The customer performed quality control with passing results.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data were within range and a general reagent issue was not obvious. The signal differences between the first and second result could exclude an electromagnetic interference. The analyzer was performing within specification and no analyzer cause was found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.